Event description:
It was reported that a novum iq large volume pump displayed system error during patient infusion in the trauma intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5: upon further information, a system error (se) 21515 (uso sensor failure low) and multiple downstream occlusion alarms were observed. The pump was programmed to infuse 95ml of fentanyl at the rate of 10ml/hr. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. However, se 21515 occurs when the sensing system is impaired and the error is designed to give the user a warning that the pump might not be able to detect an upstream occlusion. This is a non-halting error and will not stop an infusion. The occurrence of this system error does not mean that an undetected occlusion is present at the time of the alarm. When this alarm condition occurs, the user may decide to stop an infusion and obtain a new pump. This se is unlikely to result in a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.